Manufacturer narrative:
Product analysis: analysis confirmed customer comment that the power button was out of mechanical specification on the keyboard. Analysis also noted the hanger assembly was broken, the battery drawer sticks, the lower display is out of electrical specification, display wires were pinched. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken power button that sticks when pressed. The device has been returned for service. There was no patient involvement.